Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This procedure was part of the (B)(4) study: the length of the lesion was 8cm with mild calcification. The first device was used for 3 passes and removed to be cleaned. A second silverhawk ls-m device was used when the first device no longer worked. After 4 passes in a 3cm area, a perforation was observed. Seven minutes of long-term pta (6mm balloon) was performed. Bleeding was in control after 30 min.